Event description:
It was reported that a cuff miss occurred during attempted suture placement in the right common femoral artery using the preclose technique prior to a mitraclip intervention procedure. Reportedly, when the plunger was depressed, a cuff miss occurred. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The plunger, suture, link, needles, and cuffs were not returned with the device, without the return of these components, the scope of this investigation was very limited and the reported cuff miss could not be confirmed. Inspection of the returned device revealed no abnormal observations which could have contributed to the reported cuff miss. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The reported use of a sheath larger than 8.5fr is inconsistent with the instructions for use (IFU) which states under the indications for use section that the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5fr to 8fr sheaths.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) will be added for use of a sheath larger than 8.5fr, per instructions for use, under indications for use: the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5fr to 8fr sheaths. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.